Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrhythmia and subsequently expired the same day. It was reported that the death occurred due to administration of naturalyte and/or granuflo during dialysis treatment.